Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that medical intervention was required due to the failure of the pod. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. This incident is 2 of 3 reported.